Event description:
It was reported that this was a venotomy closure of the left common femoral vein using two prostyle devices after a cardiac ablation interventional procedure with an 8.5f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with the first prostyle device. The second prostyle device functioned as intended, but failed to achieve hemostasis. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number. D4: the UDI is not known as the part and lot number were not provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, or air knot (vessel not captured). The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.